Manufacturer narrative:
The results of the investigation concluded that based upon visual inspection of the returned customer images, the extension tubing had detached from the sideport of the hemostasis body due to a weakened bond. As a result of this finding, abbott is performing further investigation.

Event description:
During the procedure, the sideport detached from the introducer hub. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.